Event description:
It was reported that this right ventricular (rv) lead exhibited a bipolar lead fracture. The initial plan on the day of the procedure was to abandon this rv lead and replaced with a different ingevity model, due to the high pacing percentage and wide qrs electrogram (egm), physician was able to retract the helix screw and came free without excessive force. Upon visual examination, this rv lead appeared to be an outer insulation breach near the venous access point which suggested clavicular crush. Furthermore, the location of the insulation damage was eight centimeters from the terminal pin. Subsequently, this rv lead was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.